Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the anterior descending branch. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the catheter entered the patients body, no image was shown. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the anterior descending branch. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the catheter entered the patients body, no image was shown. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. It was further reported that the patient was treated as planned, with local anesthesia used, and the procedure was completed after replacing the catheter with another one.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the anterior descending branch. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the catheter entered the patients body, no image was shown. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. It was further reported that the patient was treated as planned, with local anesthesia used, and the procedure was completed after replacing the catheter with another one.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging core had wound up. The drive shaft and coaxial cable were broken, starting 37.2 cm from the distal end of the connector shaft. Media returned by the customer was inspected and showed no image on the screen.